Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that during an esophageal surgery, the high flow insufflator had an overpressure alarm. The abdominal pressure setting was not changed. It is unknown whether the phenomenon occurred during use in the thoracic cavity due to the combination with the da vinci. It was not specified if or how the procedure was completed. There was no reported patient injury or medical intervention associated with this event.